Manufacturer narrative:
(B)(4).

Event description:
The sensing on the lead decreased therefore it was explanted and replaced.

Manufacturer narrative:
Evaluation summary: upon receipt, electrical testing did not find any indication of conductor fractures or internal shorts. X-ray of the connector region and helix assembly was normal. Visual analysis did find damage that is consistent with that occurring at the time of explant.